Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt had been having trouble charging for 3 days. Pt could only charge the implant to 30%. When pt wakes up in the morning the charge would be depleted. The issue started acting up on tuesday. Before that issue, a couple of days ago and also yesterday pt was getting very high vibrations from feet all the way up to their calves. It was a really bad vibration. A couple of times it felt like some type of shocks around their implant. Pt said pressing on the implant hurt. Pt did not try adjusting anything. Pt said they had no falls/no trauma. Redirected to hcp to address it. On the call had pt use the controller. Controller was showing system problem, rm05. Had pt reset the controller. The controller then showed implant was at 50%. An email was sent to repair to replace the recharger.